Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast keypad button was intermittently unresponsive and the up arrow, down arrow and ok keypad buttons responded appropriately. Evaluation revealed that there was evidence of keypad contamination found under all of the key contacts and the up and down arrow key contacts were found to be misaligned.

Event description:
The patient contacted animas on (B)(6) 2012, and stated the ok keypad button had a delayed response and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.